Event description:
It was reported via study that the subject experienced peripheral artery disease and in-stent occlusion resulting in additional intervention. The subject underwent treatment with the eluvia drug-eluting stent on (B)(6) 2025 as a part of the clinical trial. The target lesion was in the left distal superficial femoral artery (sfa) with 5 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with lesion length of 100 mm and 100% stenosis and was classified as tasc ii c lesion. An occlusion was also noted in the left sfa and proximal popliteal artery. Prior to the target lesion treatment with the study device, pre-dilation was performed using 4 mm x 60 mm coyote pta balloon. Treatment of the target lesion was performed by the placement of 6 mm x 120 mm eluvia drug eluting stent study device. Following stent placement, post-dilation was performed using 4 mm x 60 mm coyote pta balloon. The final residual stenosis was noted to be 0%. On the same day, the subject was discharged from the hospital. On (B)(6) 2025, the subject visited hospital for 30 days follow up and reported that the symptoms remained unchanged and denied any improvements after the index procedure. Physical examination in lower extremities revealed 2+ femoral pulses bilaterally and bilateral popliteal, and pedal pulses were non-palpable. Based on lower extremity arterial duplex findings, the subject was scheduled for left lower extremity and revascularization of occluded stent on later date. On (B)(6) 2025, the subject visited the hospital for scheduled angiogram with complaints of worsening of claudication and was hospitalized for further evaluation and treatment. On physical examination, pulses in left lower extremity were palpable pt, monophasic dorsalis pedis artery. On right lower extremity monophasic anterior tibial artery. Left lower extremity angiogram performed revealed in-stent occluded of left sfa. Occlusion noted in the left sfa stent was treated by 4 mm x 200 mm balloon angioplasty and subsequently, thrombolysis was initiated. On (B)(6) 2025, left leg angiogram was performed and thrombolysis was discontinued. Subsequently 7 mm x 40 mm non-boston scientific drug eluting stent was placed in proximal sfa and was post dilated. Post procedure angiogram revealed patent common femoral artery, profunda, improved flow in sfa, patent popliteal artery without flow limiting stenosis. Runoff was via posterior tibial artery. The event was considered to be resolved. On (B)(6) 2025, the subject was discharged from the hospital on dual antiplatelet therapy. It was further reported that the target lesion was in the left mid sfa and left proximal popliteal artery in addition to the previously reported left distal sfa. Post-stent dilation during the index procedure was performed using a 45 mm x 100 mm sterling pta balloon. The occlusion noted in the left lower extremity angiogram on (B)(6) 2025 extended into the proximal popliteal.

Manufacturer narrative:
A2 - age at time of enrollment: the subject was 72-year-old at the time of study enrollment. Updated fields: b5 - describe event or problem.

Event description:
It was reported via study that the subject experienced peripheral artery disease and in-stent occlusion resulting in additional intervention. The subject underwent treatment with the eluvia drug-eluting stent on (B)(6) 2025 as a part of the clinical trial. The target lesion was in the left distal superficial femoral artery (sfa) with 5 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with lesion length of 100 mm and 100% stenosis and was classified as tasc ii c lesion. An occlusion was also noted in the left sfa and proximal popliteal artery. Prior to the target lesion treatment with the study device, pre-dilation was performed using 4 mm x 60 mm coyote pta balloon. Treatment of the target lesion was performed by the placement of 6 mm x 120 mm eluvia drug eluting stent study device. Following stent placement, post-dilation was performed using 4 mm x 60 mm coyote pta balloon. The final residual stenosis was noted to be 0%. On the same day, the subject was discharged from the hospital. On (B)(6) 2025, the subject visited hospital for 30 days follow up and reported that the symptoms remained unchanged and denied any improvements after the index procedure. Physical examination in lower extremities revealed 2+ femoral pulses bilaterally and bilateral popliteal, and pedal pulses were non-palpable. Based on lower extremity arterial duplex findings, the subject was scheduled for left lower extremity and revascularization of occluded stent on later date. On (B)(6) 2025, the subject visited the hospital for scheduled angiogram with complaints of worsening of claudication and was hospitalized for further evaluation and treatment. On physical examination, pulses in left lower extremity were palpable pt, monophasic dorsalis pedis artery. On right lower extremity monophasic anterior tibial artery. Left lower extremity angiogram performed revealed in-stent occluded of left sfa. Occlusion noted in the left sfa stent was treated by 4 mm x 200 mm balloon angioplasty and subsequently, thrombolysis was initiated. On (B)(6) -2025, left leg angiogram was performed and thrombolysis was discontinued. Subsequently 7 mm x 40 mm non-boston scientific drug eluting stent was placed in proximal sfa and was post dilated. Post procedure angiogram revealed patent common femoral artery, profunda, improved flow in sfa, patent popliteal artery without flow limiting stenosis. Runoff was via posterior tibial artery. The event was considered to be resolved. On (B)(6) 2025, the subject was discharged from the hospital on dual antiplatelet therapy.

Manufacturer narrative:
A2 - age at time of enrollment: the subject was 72 years old at the time of study enrollment.